Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The delivery system was discarded by the hospital staff following the procedure and is not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, in addition to procedural factors (manipulation of the devices), patient factors (severe valvular calcification) likely contributed to the balloon burst during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, during the deployment of a 26mm sapien 3 valve, the commander delivery system balloon burst. The balloon burst after being fully inflated for 3 to 5 seconds. The valve was fully deployed and stable. Post deployment results indicated ¿good¿ diastolic pressures and ¿nice¿ hemodynamic parameters. The delivery system was withdrawn without issue. No balloon pieces were missing. No injury to the patient was reported. At the time of the report, the patient was doing well and was discharged from the hospital in ¿very good¿ condition. Information regarding the native annular diameter was not provided. Severe valvular calcification was reported. Per medical opinion, the balloon rupture was due to the amount and ¿form¿ of the valvular calcium. The delivery system was discarded by the hospital staff following the procedure. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.